Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros tsh results were obtained from two different levels of vitros total thyroid controls (ttc) lot 0910, using vitros tsh reagent lot 7400 on a vitros 5600 integrated system. Ttc level 1 vitros tsh results of 0.046 and 0.046 miu/l vs. The expected result of 0.090 miu/l ttc level 2 vitros tsh result of 1.41 miu/l vs. The expected result of 2.17 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were obtained from non-patient quality control results. There was no allegation of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. T his report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 609441.

Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from two different levels of vitros total thyroid controls (ttc) lot 0910, using vitros tsh reagent lot 7400 on a vitros 5600 integrated system. The assignable cause of the event is improper sample handling protocol due to reconstitution of calibrators and controls. The customer was reconstituting calibrators and controls with a pipette that may be in need of adjusting, based on a recent pipette volume verification. Acceptable performance was obtained when calibrators and controls were reconstituted with an accurate pipette. An instrument related performance issue did not likely contribute to the event as acceptable performance was obtained when calibrators and controls were reconstituted with an accurate pipette, without any additional actions being performed to optimize the vitros instrument.